Event description:
Philips received a report from a customer that a female baby was investigated on an achieva 3.0t mr system with a torso xl coil and scanned for abdomen examination. During the investigation the patient was under anesthesia. After the mr examination the baby was seriously injured to the lungs and was transferred in critical condition to the intensive care.

Manufacturer narrative:
(B)(4). When the investigation is completed a follow up report will be sent to FDA.